Manufacturer narrative:
Results: headboard.

Event description:
It was reported by service report that the headboard of the bed was cracked at the top and had sharp edges. No patient involvement or adverse consequences are reported.